Manufacturer narrative:
(B)(4). Batch #u93005. Investigation summary the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic and open gastrectomy, "remove instrument from patient" was displayed after the procedure was converted to open (this conversion is not related with a device issue). The device was restarted, but the same error occurred and became unable to function. The blade was broken when the doctor checked the blade. The device did not touch the metal. No pieces fell into the patient. Gen11 was used. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.